Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided for the sensor. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and libre reader, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported the 'white screen' on her adc device. The customer further reported that the blood glucose "dropped low, and was unable to monitor the glucose level because of the white screen. The customer passed out and lost consciousness. The customer was seen by a healthcare provider where glucose was administered for hypoglycemia treatment. An "insulin" was also reported but no further information was received after attempts have been made to contact the customer. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported the 'white screen' on her adc device. The customer further reported that the blood glucose "dropped low, and was unable to monitor the glucose level because of the white screen. The customer passed out and lost consciousness. The customer was seen by a healthcare provider where glucose was administered for hypoglycemia treatment. An "insulin" was also reported but no further information was received after attempts have been made to contact the customer. There was no report of death or permanent impairment associated with this event.